Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an error code indicating an open safety valve. The service engineer found that the expiratory channel printed circuit board (pcb) was defective and replaced it according to the recommendations in the service manual. It was later reported that the defective expiratory channel pcb had been scrapped. The evaluation of received technical log file confirms a single occurrence of the reported technical error code on (B)(6) 2021, which will be used as the date of event. The received event log does not cover the event and can therefore not provide further information about it. The conclusion is that the service engineer found the expiratory channel pcb defective and replaced it. As no part was returned for further investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator generated an error indicating open safety valve. There was no patient harm. Manufacturer ref.#: (B)(4).